Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons.

Event description:
It was reported that the buttons on the insulin pump were unresponsive. The reported blood glucose reading was 230 mg/dl. Troubleshooting was performed, but the insulin pump could not be restored to normal operation. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. A request was sent to the surgeon's office (via fax) for the device, operative report, and additional information; however, no additional information regarding this event or the device availabilty was learned. Unfortunately, we will not be provided with a copy of the operative report, as the surgeon's office does not have a medical release from this patient. A device history record review is currently in process.